Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however; the insulin pump was tested with a good battery cap, no blank display and no audio or beep anomaly during our testing. No damage was found on the lcd isolation tape noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was making a high pitched sound and the screen was blank despite battery change and troubleshooting. Customer's blood glucose reading at the time of the incident was 398 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.